Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital with report of receiving shock therapy. Review of stored device memory noted that the device delivered several inappropriate shocks for a supraventricular tachycardia resulting in exhaustion of tachycardia therapy. Further review of stored device memory noted that the device reached elective replacement indicator (eri) approximately 5 months ago due to an extended charge time exceeding the extended charge time limit. The monitoring voltage was noted to be 2.56 and the charge time was 23 seconds. The patient was scheduled on a future date for follow up with their physician to discuss device replacement. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.